Manufacturer narrative:
This MDR was originally reported on 04/29/2025 under 3025141-2025-00135 this report is to correct the manfacturer. D3 and g1 have been corrected. The following list encompasses the 4 mdrs that were originally reported under the incorrect manufacturer and are being resubmitted to FDA under the corrected manufacturer. 3025141-2025-00135, 3025141-2025-00136, 3025141-2025-00137, 3025141-2025-00138.

Event description:
This MDR was originally reported on 04/29/2025 under 3025141-2025-00135.